Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: air/water cylinder has no color; suction cylinder has no color; air/water cylinder has foreign objects; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; objective lens has a crack; angle wire had a wear; and adhesive on bending section cover or distal sheath rubber has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, had insufficient angulation down. The issue occurred aduring an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and found that there was a whitish foreign material resembling powder mixed with water was found inside the air/water tube and inside the air/water cylinder, and of a unknown origin. This report is being submitted to capture the reportable malfunction found during evaluation.